Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on the same day as hospitalization began, the patient was discharged. Four days prior to the receipt of this additional information, the patient began hemodialysis therapy, but the peritoneal dialysis catheter was not removed. It was planned that three days after the receipt of this additional information, the peritoneal dialysis catheter would be permanently removed and antibiotic treatments for the previously reported peritonitis recidive would be suspended. The patient was recovered from the previously reported peritonitis recidive event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake, specifically poor hand washing. The same day as onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began intraperitoneal ceftazidime 1g per day (duration not reported), vancomycin 2g per day (route and duration not reported) and oral fluconazol 50mg per day (duration not reported) for the peritonitis. Action taken with pd therapy was not reported. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.